Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2026-0001929 in your database.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient involvement reported.